Event description:
Healthcare professional reported left side "symmastia repair." The device was explanted.

Manufacturer narrative:
The event of symmastia is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: symmastia.